Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite using the tandem charging cable and wall adapter, and trying alternative charging methods including different adapters and cables. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.